Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, during implant, that the ventricular assist device (vad) patient experienced a tear in the left ventricular (lv) myocardium, intrathoracic bleeding, low flow alarms. The vad was removed from the sewing ring and the tear repaired. The pump was placed back into the sewing ring and the chest closed. Later the patient decompensated with low flows, suction, and cardiac arrest. The vad was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The reported "low flow/suction" event was confirmed through log file analysis which revealed 26 low flow alarms since (B)(6) 2018. 1 high watt alarm was logged on (B)(6) 2018. Multiple sudden decreases in power were observed from (B)(6) 2018 through (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible root causes of the reported "low flow/suction" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. Based on historical review of similar high power events, the most likely root cause of the high power observed in log files may be attributed to thrombus formation/ingestion.